Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed error message code "error 51" on the monitor screen. The complainant indicated that there was no patient involvement in the reported failure.